Event description:
It is reported that a customer received multiple error alarms including a lost sensor on their insulin pump. The patient's blood glucose level was at 292 mg/dl. The customer stated that the insulin pump displayed she was over 400 mg/dl but was really at 292 mg/dl. The customer was assisted with turning the sensor future off and walked through trouble shooting the issue. The customer discovered a weak signal with their transmitter but did not want to return the transmitter for analysis. The customer was assisted with reconnecting to their sensor and the insulin pump worked as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.